Event description:
Consumer reports experiencing pain and vomiting one-year post implant of a realize adjustable band. The lost 15 lbs at a maximum loss. The patient also reported having stomach cramping and gall bladder issues. After about forty-five minutes to an hour after eating the patient would start getting sick after every meal. The patient even started the eating program all over again and that did not work. Per the consumer, the surgeon mentioned that the tissue around the band was inflamed when it was removed. The patient's gall bladder was removed at the time of the band and port removal as there was lots of bile present. Consumer reports feeling good but sometimes have pain by gallbladder.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.